Manufacturer narrative:
The reported product is not expected to be returned. Extended investigation is pending. A follow-up report will be sent once the investigation is completed. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings on her adc freestyle libre sensor. On (B)(6) 2018, customer obtained a reading of 49 mg/dl on the sensor. No symptoms were reported but the customer was incapable of self-treating and called the fire brigade who treated her with a glucose injection. Customer was transported to a hospital where a laboratory reading of 487 mg/dl was obtained. Customer was diagnosed with severe hyperglycemia, hospitalized and was treated with 8 units of actrapid (rapid acting insulin) infusion. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving low readings on her adc freestyle libre sensor. On (B)(6) 2018, customer obtained a reading of 49 mg/dl on the sensor. No symptoms were reported but the customer was incapable of self-treating and called the fire brigade who treated her with a glucose injection. Customer was transported to a hospital where a laboratory reading of 487 mg/dl was obtained. Customer was diagnosed with severe hyperglycemia, hospitalized and was treated with 8 units of actrapid (rapid acting insulin) infusion. There was no report of death or permanent impairment associated with this event.